Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Insulin pump failed seating test due to faulty force sensor resistor (gold). Unable to perform occlusion test, excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose value was 330 mg/dl, went up to 440 mg/dl and later the blood glucose level was 57 mg/dl. The pump will not be returned for analysis.